Event description:
Additional information was received from a healthcare provider (hcp) indicated diagnostics performed related to the clotted blood included a gram stain, culture and sensitivity that were sent to the lab. The gram stain was negative. The cause of the event (catheter kink, pump not assisting the patient, and clotted blood) was noted as missing iridium platinum tip and no other information had been received. Please refer to manufacturer report number 3007566237-2015-03446 for catheter regulatory report applicable to this event

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative via mobile product experience report (mpxr) regarding a (B)(6) female patient who was receiving 4 mg/ml morphine at 1 mg/day and 8 gm/ml naropin at ¿2 mg/ml¿ via an implantable intrathecal pump for non-malignant pain and chronic low back pain. During a planned procedure to reposition the catheter to a higher level for ¿better fluid dynamics,¿ the catheter could not be aspirated. The catheter was removed and was found to be missing the platinum iridium tip (six holes were noted, with no radiopaque tip present). The reporter noted that fluoroscopy images taken prior to removal of the catheter did not appear to show the tip. No further diagnostics were performed at the time of the procedure. A revision was planned for a later date. The manufacturer¿s representative had possession of the explanted product and would return the catheter for analysis. No symptoms were reported. The patient was alive with no injury at the time of this report. Additional information was received from the patient. The patient stated "when they removed the pump it wasn't doing me any good.¿ she also mentioned that the pump pocket was full of blood and that the catheter was kinked. She stated that it took them over 40 minutes to clean the pocket and that the healthcare professional (hcp) said it was clotted blood. She also reported that she tripped but didn't fall and that she bent over the porch to catch herself; this reportedly happened at the end of (B)(6) 2015, about 8-9 days before the surgery that occurred on (B)(6) 2015. No information was provided regarding when the pump began not doing the patient any good. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.